Event description:
Three patients have reported rashes from their electrodes after discharge. The electrode packaging is clearly labeled that it is latex free. One patient with a known latex allergy called the hospital after discharge stating he developed a rash which was worse at the electrode sites and covered his body. He was told by his primary care practitioner (pcp) that he was having an allergic reaction to latex. The electrodes were used for 3 days before the patient was discharged.